Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for difficult to unscrew and retract implant release knob was confirmed with empirical evidence. The description of event, the need for hemostats and the presences of the click sound is a possible indication of excess adhesive trapped in the back half of the handle. However, patient anatomy, or additional flex on the device could have required higher force to initiate the first turns of the device than typically seen under ideal conditions. As the device was not returned a true root cause could not be determined and no manufacturing defect could be identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from spain- edwards received notification of a pascal precision ace procedure in mitral position where during the procedure, the release knob could not be rotated as it was stuck, and a hemostat was used to free it. After successful removal of both sutures, the physician tried to counterclockwise (ccw) rotate the release knob. After several attempts, the release pin was found to be stuck. A hemostat was used and the release pin ccw was free, and a click sound was heard. The movement with the hemostat was described as gentle. Then it was possible to ccw rotate the knob. The device was successfully released with no impact on the residual mitral regurgitation (mr).